Manufacturer narrative:
This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 75-year-old male patient, the CPR-d padz would not adhere to the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The CPR-d padz from the event were returned to zoll pawtucket for evaluation. The level of adhesion could not be evaluated due to the condition of the pads. Upon visual inspection there were portions of the apex and sternum pad that were covered with hair. The IFU for the CPR-d padz (aw r2001-96 rev l) cautions the user to remove excessive chest hair. The pads were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.